Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had button error alarm. The customer¿s blood glucose level was unknown. The customer reported that they received button error alarm and no button pressed for more than three minutes. The insulin pump will be returned for analysis.